Event description:
It was reported by the rep that the device was used during a laparoscopic hernia. It was reported when firing the stapler, the staples would only form part way, into a "c" shape, not a rectangle shape. A new device was opened to finish the case. There was no consequence to the patient.